Event description:
After pluging white t plunger very less amount of drainage happen but suddenly fluid drain to start on white t plunger & after few seconds vacuum loss also happen. Photos were attached to the record that show a leakage near the drainage line and plunger connection.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the leakage near the drainage line and plunger connection, verifying the reported failure. A review of the internal manufacturing device records and raw material history files for the lot 0001314643 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections throughout manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. It has been investigated that the failure mode of leakage in the junction of the drainage line to the plunger is related to a disconnection of the drainage line from the plunger. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Additionally, we identified that preventative maintenance was not properly performed on one of the machines which adheres the drainage line to the spike. Manufacturing personnel have been notified of this incident and additional training was provided. Updates will be implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrences. H3 other text : see manufacturer here.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
After pluging white t plunger very less amount of drainage happen but suddenly fluid drain to start on white t plunger & after few seconds vacuum loss also happen. Photos were attached to the record that show a leakage near the drainage line and plunger connection.